Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured.

Manufacturer narrative:
Visual inspection of the ps tibial articular surface provisional top identified that the device was cracked on the medial side. Visual inspection of the tasp bottom identified that the device had fractured into two pieces near the post. Both fractured pieces of the tasp bottom were returned. This device is used for treatment. A product history search identified four other complaints for the part and lot combination of the tasp top and nine other complaints for the part and lot combination of the tasp bottom. Corrective and preventative action has determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be the previously addressed design issue.

Manufacturer narrative:
It was discovered that this event was previously reported in duplicate under manufacturing report number 0001822565-2016-01363. This MDR is being updated to reflect information that was previously known for the duplicate report, and does not affect the investigation as completed.